Event description:
Cna had pt in hoyer lift transferring her into bed. As cna was lowering pt into bed the spread bar on the mediman hoyer lift broke off hitting the resident on the right side of the face. A 1cm laceration to the inner lip occurred. The lip was swollen and discolored. No permanent injury was sustained.